Event description:
It was reported that an "infusion line tended to kink easily and retain its bend." Additional information was received indicating that the procedure was completed after restoring the line to its correct position. No patient injury, adverse clinical consequences, or medical intervention were reported. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).